Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No blank display or restarting was noted. No pump error 25 alarms were noted on the detailed trace/long trace downloads. The power management tool confirmed the unloaded voltage and loaded voltage were within specification. The pump error 53 was found in the pump history to software error. The pump was received with a cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of software error detected. The customer's blood glucose reading was unknown. The customer was not able to change the carb ratio and the pump shut off. The customer reported pump error did not occur during rewind/load reservoir/fill tubing process. The insulin pump was returned for analysis.